Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure, there was a cardiac perforation. After finishing the left-sided veins, it was decided to collect more geometry of the anterior, septal portion of the right superior pulmonary vein before ablating. While gathering geometry, the catheter fell across the transseptal puncture. An attempt was made to cross back into the left atrium, but the patient coughed and caused a shift on ensite. The ensite map was aligned by enguide, but still appeared shifted. During troubleshooting of the shift, the patient became hypotensive. A perforation was suspected and confirmed via fluoroscopy and intracardiac echo, and a pericardiocentesis was performed. The patient was stable following treatment, and the procedure was cancelled. There were no performance allegations against the catheter. The shift was not alleged to have caused or contributed to the perforation.